Event description:
It was reported that during a percutaneous nephrostomy treatment procedure, guide wire coating damage occurred. The physician was treating the kidney/urinary tract with the use of this amplatz super stiff guide wire. When the guide wire was removed from the catheter after use, it was noted the wire was "sheared" and that the coating had "come off" near the tip of the wire. It was reported that the coating did not completely detach. There wasn't any coating that came off inside the patient. There were no reported patient complications. The patient is listed as "stable".

Event description:
It was reported that during a percutaneous nephrostomy treatment procedure, guide wire coating damage occurred. The physician was treating the kidney/urinary tract with the use of this amplatz super stiff guide wire. When the guide wire was removed from the catheter after use, it was noted the wire was "sheared" and that the coating had "come off" near the tip of the wire. It was reported that the coating did not completely detach. There wasn't any coating that came off inside the patient. There were no reported patient complications. The patient is listed as "stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual inspection was carried out on the entire length of the ptfe coating. The specimen appears to be visually correct, no damage or inconsistencies were noted to the coating surface. Visual inspection of the distal section observed that the distal tip showed evidence of being unraveled. Further examination found that the core wire was fractured. The distal section presented an overall length of 141.5cm, while the proximal section had an overall length of 3cm. Both the distal and the proximal fracture sites were analyzed using sem. Examination of the fracture surface revealed the presence of elongated dimple ruptures in a torsional direction. Smeared material was noted. No material anomalies were observed. The fracture surface was caused by a torsional type overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).